Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set separated below the safety clamp when it was removed from the packaging. There was no patient involvement.

Event description:
It was reported that the tubing set separated below the safety clamp when it was removed from the packaging. It was also stated during follow up that this event did not contribute to, or result in a serious adverse impact to patient. It was further confirmed that there was no patient involvement associated with this event; as this occurred; "prior to use".

Manufacturer narrative:
The customer complaint of tubing set separated below the safety clamp was confirmed. Photo provided by the customer shows that the pvc tubing was separated from the lower fitment outlet port. The root cause of this failure was not identified as no product was returned.